Manufacturer narrative:
Eval summary: batch history review: the batch mfg file of the lot of introducers implicated in this complaint has been checked. The welding between the sheath and the radio-opaque tip was done according to the specs and the applicable parameters. No discrepancy has been detected. We have contacted our supplier, who confirms that no discrepancy during their ongoing and final controls. (B)(4). Eval of the sheath returned: we received a venatech lp introduction system from batch i334716s. The white radio-opaque tip has been pulled away from the sheath. This tip has not been returned for eval. According to the info received, it is still in the pt's body. The rupture facies seems to show that the welding between the tip and the sheath was partial. The supplier is investigating the root cause of this isolated defect. Dimensional measurements of the returned sheath: int.=2.45 mm; spec: 2.5+/-0.05 mm; ext.=3.01 mm; spec: 3.1+/-0.05 mm; => conforms to our specs. Conclusion: it is worth noting that since 2004, when this type of introducer was launched on the market, no such defect has been reported. Additionally, pull tests are performed by the (B)(4) supplier and during incoming inspection in b. Braun. The results of these tests have always been superior to 45 n as required by the b. Braun spec. It has never been possible to detach the sheath hub. Corrective actions initiated: control of b. Braun stock of sheaths: completion in (B)(6) 2010 => no discrepancies detected. Actions in process at our supplier (B)(4).

Event description:
A vena cava filter venatech lp has been implanted on (B)(6) 2010 without any incident on a (B)(6) pt. Just after the filter deployment, the physician noticed that the sheath x-ray detectable tip only was stuck with one thin strand to the rest of sheath. In order to prevent it from falling off and losing it in the blood circulation, the medical team did not inject contrast media. While trying to remove the sheath from the pt, the tip fell off at the level of the pt's left groin. No adverse clinical effect has been declared for the pt or third person.